Manufacturer narrative:
Bayer case number: (B)(4) abdominal pain for several years [abdominal pain], pelvic pain [pelvic pain female] , chronic tiredness [tiredness] , cognitive disorders [cognitive disorders], difficulty concentrating [concentration impairment] , depression [depression] , life disorder [impaired quality of life] , weight gain [weight gain] , cervical pain [uterine cervical pain] , muscle and joint pain [arthromyalgia] , difficulty walking for long periods [difficulty in walking] , early menopause [early menopause] , organ prolapse [pelvic organ prolapse] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 23-may-2025. The most recent information was received on 31-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain for several years") in an adult female patient who had essure inserted (lot no. 915881) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain"), fatigue ("chronic tiredness"), cognitive disorder ("cognitive disorders"), disturbance in attention ("difficulty concentrating"), depression ("depression"), impaired quality of life ("life disorder"), uterine cervical pain ("cervical pain"), arthralgia ("muscle and joint pain"), gait disturbance ("difficulty walking for long periods"), premature menopause ("early menopause") and pelvic organ prolapse ("organ prolapse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). At the time of the report, the fatigue, cognitive disorder, disturbance in attention, depression, impaired quality of life, weight increased, uterine cervical pain, arthralgia, gait disturbance, premature menopause and pelvic organ prolapse had not resolved. The outcomes for abdominal pain and pelvic pain were unknown. The reporter considered abdominal pain, arthralgia, cognitive disorder, depression, disturbance in attention, fatigue, gait disturbance, impaired quality of life, pelvic organ prolapse, pelvic pain, premature menopause, uterine cervical pain and weight increased to be related to essure administration. The reporter commented: removal of implants with uterus extraction in the coming weeks. Actions taken in the healthcare facility for patient care: I would like to report the adverse effects of the implants that I have had for several years and from which I have come to understand and know that these are the adverse effects of my essure implants which is why I am reporting to inform of the impact that it has on my daily life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kg. Batch number 915881, manufacture date 2011-10-31, expiration date 2014-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-may-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Abdominal pain for several years [abdominal pain] pelvic pain [pelvic pain female] chronic tiredness [tiredness] cognitive disorders [cognitive disorders] difficulty concentrating [concentration impairment] depression [depression] life disorder [impaired quality of life] weight gain [weight gain] cervical pain [uterine cervical pain] muscle and joint pain [arthromyalgia] difficulty walking for long periods [difficulty in walking] early menopause [early menopause] organ prolapse [pelvic organ prolapse]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 23-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain for several years") in an adult female patient who had essure inserted (lot no. 915881) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain"), fatigue ("chronic tiredness"), cognitive disorder ("cognitive disorders"), disturbance in attention ("difficulty concentrating"), depression ("depression"), impaired quality of life ("life disorder"), uterine cervical pain ("cervical pain"), arthralgia ("muscle and joint pain"), gait disturbance ("difficulty walking for long periods"), premature menopause ("early menopause") and pelvic organ prolapse ("organ prolapse") and was found to have weight increased ("weight gain"). At the time of the report, the fatigue, cognitive disorder, disturbance in attention, depression, impaired quality of life, weight increased, uterine cervical pain, arthralgia, gait disturbance, premature menopause and pelvic organ prolapse had not resolved. The outcomes for abdominal pain and pelvic pain were unknown. The reporter considered abdominal pain, arthralgia, cognitive disorder, depression, disturbance in attention, fatigue, gait disturbance, impaired quality of life, pelvic organ prolapse, pelvic pain, premature menopause, uterine cervical pain and weight increased to be related to essure administration. The reporter commented: removal of implants with uterus extraction in the coming weeks. Actions taken in the healthcare facility for patient care: I would like to report the adverse effects of the implants that I have had for several years and from which I have come to understand and know that these are the adverse effects of my essure implants which is why I am reporting to inform of the impact that it has on my daily life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.